Event description:
It was reported that during device changeout due to normal battery depletion, the lead could not be securely connected into the header. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported connector anomaly was confirmed in the laboratory and was due to an anomalous rv coil df-1 connector block.